Manufacturer narrative:
The pump passed all functional testing including the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, sleep current test, active current test and the dat test at 0.0872 inches. Low reservoir alarm was programed at 20u and alerted when the reservoir reached 20u. Reservoir alarm works as programed, no low reservoir anomalies noted. No over/under delivery anomaly noted during testing. Successfully downloaded history files and traces using thump. Successfully uploaded to carelink and generated reports. In further full review of the pump history on the event date of 23-oct-2024 found bolus deliveries of 0.075 u at 00:06:45.000, 1.025 u at 00:11:45.000 and 0.075 u at 00:16:43.000. The total bolus delivered is 85.4 u. Unit was cut open and perform a visual inspection. Per visual inspection all connectors were plugged in properly. Per visual inspection found moisture damage on pcba1 and dried insulin on motor. The sc1 cap locks properly into the reservoir compartment. The following were noted during visual inspection:¿ cracked keypad overlay and scratched case. In conclusion, customer allegations for low reservoir anomaly, device test failed and under delivery anomaly were not confirmed during full functional testing. Exposed to moisture confirmed on pcba1 and dried insulin on motor. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced low reservoir anomaly, device test failed and under delivery anomaly. The customer reported no adverse event. The event involved product(s) mmt-1885. Customer reported that pump did not alert low reservoir as expected. The units remaining in reservoir were greater than the programmed low reservoir settings. The pump did not pass displacement testing. No harm requiring medical intervention was reported. Product return is expected for mmt-1885.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.